Event description:
Baxter clinical educator (bce) left a voice message for corporate product surveillance (cps) on (B)(4) 2012 to relay customer report received on an unknown date for one (1) minicap extend life pd transfset w/twist clamp, of which nurse stated that she could not apply to the patient's catheter adapter on an unknown date. Bcs relayed that per the nurse, no injury is reported. The patient's identity is unknown at this time. No further information is available at this time. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). Received one used set with cap on dark blue connector and no cap on patient connector in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.